Event description:
It was reported that the patient had previous driveline fault alarms on 18feb2026 (MFR# 2916596-2026-01091). Their primary system controller was exchanged on 24feb2026, but the alarms were still occurring on the patient's new controller. The engineer stated it wasn't an active alarm but was appearing and disappearing frequently. Log files were submitted for review and captured intermittent driveline fault events in phase 3 between 10apr2026 and 13apr2026. Technical services stated that it appeared to be a driveline issue and not a controller issue. No imaging of the driveline was taken. The patient was planned to get driveline imaging done on 29apr2026 and the site would decide on a date to get the driveline repaired. Technical service stated that the external percutaneous lead section showed signs of wear and tear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.